Manufacturer narrative:
Additional information provided: b.3, b.5 & h.6.

Event description:
It was reported that tubing leaked. The nurse stated that the tubing was leaking at the IV fluids port site. The nurses changed out all the tubing twice before they found a different lot which didn't leak. There was no patient harm. Although requested, no additional event and/or patient demographics were provided.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. A: although requested, patient demographics were not provided.

Event description:
It was reported that tubing leaked. Although requested, no additional event and/or patient information was provided.